Manufacturer narrative:
One device returned for eval. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. The device was visually inspected and particulate larger than the acceptance criteria was found in the fluid path. The complaint was confirmed. No root cause was determined for this complaint.

Event description:
The user reported that a foreign object was found in the tubing of the kit. The device was not used. No harm or injury to the pt was reported.